Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0310 - logic femoral ps cem right sz 1; 02-012-35-1015 - logic tibia ps mod insrt sz 1 15mm; 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t; 200-02-32 - three peg patella 32mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced fracture dislocation of left ankle. As a result, approximately 8 years after initial replacement, the patient was hospitalized for 2 nights and required surgery. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. H11: upon reassessment, it was determined that the reported event was a hospitalization due to fracture dislocation of the left ankle approximately 8 years after the initial implantation of the right total knee prosthesis. No issue related to the patient's right knee was reported. The reported information does not reasonably suggest that exactech product caused or contributed to the reported issue. No allegation against exactech device(s); this is considered to be a non-complaint.